Event description:
It was reported that the patient has been a very good performer until several months ago when the parent suspected a drop in his hearing. The child has recently been complaining of headaches near the implant site and a static sound. This occurs with both of the patient's speech processors and trouble shooting in the clinic did not reveal any external equipment problems. During programming, channels 8, 9, 10, 11 and 12 resulted in tactile sensation when stimulated. A CT scan shows a full insertion of the electrode array. Several channels have been showing increased impedances (5, 7, 8, 9, 10 and 11) and impedance fluctuations (8, 10 and 11) of approximately 4 to 5 kohms during the last three visits to the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.